Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the device was stuck and could not be removed from the catheter. The device presented the ptfe damage, exposing the corewire. The guidewire body was kinked. The complaint is not consistent with the returned device that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, there was difficulty in deploying the advanix preloaded biliary stent. The stent and the catheter was removed from the patient and it was noticed that the hydrophilic tip of the hydra jagwire guidewire was detached exposing the tip of the metal corewire. The procedure was completed with a new hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Correction: the procedure was completed with this device.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, there was difficulty in deploying the advanix preloaded biliary stent. The stent and the catheter was removed from the patient and it was noticed that the hydrophilic tip of the hydra jagwire guidewire was detached exposing the tip of the metal corewire. The procedure was completed with a new hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.